Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a device replacement due to eri, externalized conductor was observed under fluoroscopic. All electrical measures were good and stable. The physician elected to leave the lead implanted. The patient received the merlin at home transmitter. There were no consequences to the patient.